Event description:
It was reported, during in clinic follow up. That the implantable cardioverter defibrillator, exhibited undersensing. The device will continue to be monitored. The patient was stable and asymptomatic.